Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient was in pain the day of the report from yesterday. Two days later, they reported they were tracking whether or not it was painful. They had been leaking a lot that day, which was unusual. They were currently on program 1 at a stimulation of 0.6 volts. They attempted to increase it to 0.7 volts, but it hurt, so they lowered it back to 0.6 volts. They were having pain in their urethra when they voided. They also stated their incision site was very painful and it was hard for them to get out of bed. They had not slept very well last night because of their symptoms. They were having a hard time having a bowel movement and were using stool softeners to help with the issue. There were no device issues or further patient complications reported at this time. Additional information was received from the patient. They reported that on program 2, they felt their urine stream was not fully emptying. They mentioned that with program 2 they were feeling pain when urinating, however, they were no longer feeling this on program 3. Their main problem was overnight voiding/leaks. They were seeing two diaper changes that were super heavy and made everything soaked. Including when they took naps, they would see that their bladder would "do what it wants."

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was stated that the patient changed programs and the issue was resolved.